Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump needs to be checked for delivery accuracy. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the device passed all investigated tests. Root cause of the reported event is unknown, all investigated tests passed. No repair was need. A full annual standard preventive maintenance will be performed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 09-aug-2022 via email and attached in complaint object: alerted rn (registered nurse) that unasyn bag on this patient left with more than expected residual medication in bag. Rn is working with patient and validated pump set up correctly. This has occurred on previous unasyn patients and unasyn compounding reviewed and appropriate. 12,000mg unasyn in total of 400ml (30mg/ml). 97ml to delivery over 1 hr every 6 hours with a 0.5ml kvo (keep vein open) rate when med not delivering. Patient arrived at 08.00 am for appointment after the 4 doses should have delivered. Tubing, bag and pump sequester, taken to biomed, the bag was measured and confirmed 199ml remaining in bag so approximately 50% delivered. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.